Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving baclofen (unknown) (asked/unknown mcg/ml at asked/unknown mcg/day) via an implantable pump for unknown indications for use. It was reported that patient wanted to speak to someone that can "tell me why the pump feels warm". Patient stated for "about 3 weeks", intermittently throughout the day for 30-45m periods the pump will feel warm then stop feeling warm. Patient stated the pump was not warm to the touch, but can feel the warmth internally, and patient was "getting a little more spasms". Patient stated warmth only comes from pump area and not catheter. Patient services  reviewed warmth considerations. Patient stated healthcare provider (hcp) already assessed pump and told them it was normal but patient  insisted it was not and wanted to speak to someone else. Patient  redirected to hcp. Additional information received from patient representative stated that the patient had catheter assessed. Patient stated that the doctor could not aspirate any fluid from port and told the patient that the catheter must be kinked, but healthcare provider cannot do anything right now because of covid. The patient asked if the kinked catheter will caused a harm to the patient. The patient again reiterated that the pump was getting hot and the patient had an increase in spasms.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that the cause of the patient's spasms were due to the settings being changed to intermittent instead of simple continuous. The patient previously had flex setting. The hcp noted that the patient will have to be scheduled for x-ray with contrast placed in "a" part to determine if there were any kinks in the tubing. It was noted that there were no known spasms at the time of report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider and a consumer via a company representative on 23-feb-2022 and it was reported that the patient had felt warmth at site of pump for past 5-6 months. This pump had an estimated replacement date on (B)(6), and was scheduled for a standard pump replacement. No issues were reported and pump appeared to be functioning properly. The physician was able to aspirate through the cap successfully. A new pump was placed. It was unknown if there were any external, environmental, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event. The pump was delivering baclofen 2250 mcg/ml at 475.2 mcg per 24 hr via an implantable pump.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), product type: catheter. H3: the pump was returned, and analysis found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.